Event description:
The facility representative reported a fail code 814:01 during biomed testing. The hospital representativ stated that there were no reports of patient injury or medical intervention.